Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that during the implant procedure, the physician had difficulty advancing the lead into the ventricle after the sheath was removed. When the lead was removed from the patient's body, the physician felt the lead stretch. The lead was replaced with a new lead of a different model. No patient complications have been reported as a result of this event.